Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 64 reverse liners manufactured with the same lot#. No additional info nor explanted component's pictures available for this case. Based on the check of the manufacturing records, we can rely this case is not product related. Pms data: a total of 6 complaints were reported to limacorporate involving the instability, pain, and loss of rom of a reverse liner belonging to the families 1360.50.xxx+ 1361.50.xxx + 1365.50.xxx on a total of more than (B)(4) units sold ww giving a specific revision rate of (B)(4). No corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final report.

Event description:
On (B)(6) 2018 the patient was revised due to the instability, pain, and loss of rom. The surgeon noted mild to moderate amount of deformity of the polyethylene reverse liner, when explanting the component. Surgeon implanted new components and the surgery was a success. Involved component: smr reverse liner +6mm d.40mm, product code 1365.50.820 lot 16at1fc, ster 1600329. Previous surgery dated (B)(6) 2017. According to the complaint source patient had a history of shoulder problems and surgeries: a total of 7 complaints related to this patient (including this one) have been reported to limacorporate on april 15th, 2022. Event happened in the us.